Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, lead noise was noted on the right ventricular lead. The patient was seen in clinic later and programming changes were made. The patient presented in clinic again in a different state due to reoccurrence of noise issue. The physician suspected it could be fracture which was causing the intermittent noise issue. A fluoroscopy was performed, and there were no visible signs of fracture or crush noted. The right ventricular lead was capped on 4/30/2019 and a new lead was implanted. There were no complications and the patient was in stable condition post procedure.